Event description:
Approximately, one year and four months post heartware hvad implantation, the site reported that the patients battery was providing power for less than two hours. The battery was replaced and returned to heartware for evaluation. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned to heartware for analysis. Review of the manufacturing records confirmed that the device met all specification for release. The battery failed functional testing. Further analysis determined that this was due to a faulty cell within the battery. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.